Event description:
It was reported the pt expired. The hcp indicated, it was not device related, however, no cause of death was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.